Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The defective nozzle units were physically damaged, which was confirmed by the provided photo. Unfortunately, the device's logs were not available for further analyze. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).